Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3. Analysis was performed on [product ID: 97755, serial/lot #: (B)(6), analysis found that there was a recharge antenna failure, the plastic guard on the end of the recharger cord was burn and melting and there was a no device found message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was probably about 2 weeks ago off and on the pts recharger was acting really bad and they thought the wires were messed up in the connector. It got to where it was having a hard time communicating and sometimes it would start charging and they would move and it would stop or it would act up. No matter what they did they could not get it to charge normally even though it said it had signal lately. If they moved the plug a little bit it would blank out the whole controller. Patient would reset the controller. Yesterday it just flat out refused to work. During call patient verified the recharger cord was bent and had exposed wiring. Patient thought one of the wires broke so they zip tied it in a place where it worked. The issue was not resolved. An email was sent to the repair department to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot# serial# (B)(6), product type recharger , medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.